Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as the device is not an implantable device. Section d6b: if explanted, give date: not applicable, as the device is not an implantable device. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The customer reported that their liquid optics interface had an eyepiece that was found to be loose out of the box. The procedure was completed with another liquid optics interface. No further information provided. Follow-up information received on december 15, 2025, indicated that the sterile barrier was open and the product came out of the package, but it was not loose within the package.